Manufacturer narrative:
Add'l info has been requested. Investigation could no be concluded, no conclusion could be drawn. Manufacturing records could not be reviewed without a lot number.

Event description:
Surgeon advised pt was implanted in 2009 with a 4.5mm lcp posterolateral proximal femur plate and cannulated locking screws. Post-operative, it was noted that three locking screws had broken. Pt was returned to the or for removal of hardware and revision to a 130 degrees angle blade plate. This is report #2 of 2 for the same event.